Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 19813 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-12-05 (specified date of the incident given from customer) were investigated. At 17:28 pm a space line was inserted. The vtbi was set to 500 ml and the time to 01:00 hours. At 17:29 pm the infusion was started. At 18:22 pm the hint: "fct. Only in stop" was displayed. By comparing the device with the keyboard history, it was possible to recognize that the customer had tried to open the door. A few seconds later the customer pressed the "start/stop" button to interrupt the infusion. Up to that time the device has delivered 446,53 ml (actual volume infused). The act. Volume infused entry passes the set values. No anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. Between the front frame and the lower housing part liquid residues could be detected. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,02%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Liquid residues between the operating unit and the emv shield could be detected (no liquid residues on the mainboard). Furthermore, pressure points on the ribbon cable that connects the operating unit with the mainboard could be detected. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. The damaged parts could not produce a flowrate deviation. Additional information: an exchange of the damaged parts is necessary. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "underinfusion. Oncology ward infusomat. Iron infusion of 500ml for 1hour. Approx. Still 75% left with 8 minutes left on infusion. Device replaced and infusion complete using same set up. Cns was using the products. No patient injury / harm."